Event description:
It was reported to philips that the device's system is inaccessible. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. " was the device evaluated by a philips employee? Was it an fse, asp, or other? Please specify if other. Asp. Was the reported problem observed by the person performing the evaluation for philips? Yes. Were any repairs done? Please provide details, including the 12nc number for parts replaced and lot number/date of manufacture for consumables. The defibrillator returned to normal after a re-operation check is the device returned to full functionality? Yes". Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the system is inaccessible. There was no patient involvement.